Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended activation/motion. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the flex circuit and locking components of the motor device were damaged, the device was making excessive noise, there was component damage, and the device had unintended activation/motion. It was further determined that the device failed pretest for motor thermistor assessment, safety assessment, noise assessment, and hand control assessment. It was noted in the service order that the handpiece device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.